Manufacturer narrative:
Candela field service engineer evaluated the device on-site and found the system to be within specifications. (B)(4). The case investigation is pending, and the case will be re-assessed for supplemental reporting upon receipt of new and relevant information.

Event description:
Customer reported that a (B)(6) year-old female patient with fitzpatrick skin type 2 had profound treatment to her lower jaw/mandible and ½ way down her neck on (B)(6) 2021. Topical numbing was used; face was cleaned with alcohol and surgical spray. No issues during treatment; patient tolerated well. No complications, no patient complaints. No issues with needles; lot number unknown. Post-treatment, the patient was "very red" and beginning to swell. Customer reported this as "all on par with normal" post-treatment expectation. Patient noted welting within two hours of treatment. Patient sent photos the following day showing possible infection (pustules) and was prescribed keflex and valtrex twice a day for 7 days. Pustules resolved by (B)(6) 2021; severe edema present, and patient was prescribed medrol dose pack. The swelling resolved within a week. Customer reported that the patient is a nurse by profession and has stated that she has followed post-treatment protocol which includes their "sensi-kit" of cleanser, moisturizer, and sunscreen, including no picking or scratching. Reported treatment parameters: dermal handpiece; temperature: 67 degrees; 3 seconds, uses "silver bar" for spacing. Total pulses: 201 evenly spaced, one pass. Patient sent photo to clinic on (B)(6) 2021 which show "little divots where pustules resolved, deeper where pustules were bigger." Customer notes patient still has some swelling and that the patient is still healing; feeling some of the scarring will resolve on its own. Customer stated doctor agreed that some will fill in and not be noticeable. Customer will work with the patient to assess the next steps. Per review of information by the candela medical director, the poor quality of a four-week post-treatment photo makes it difficult to determine the depth of the reported atrophic scar. It is unlikely that the muscle under the scar is permanently lost. Candela will err on the side of caution and report as a serious injury.